Event description:
Procedure: laparo appendectomy. According to the reporter: before use on a pt, while assembling the device, the outer transparent film of the expandable sleeve was torn easily. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).